Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a physician had difficulty introducing a lens into an eye since the lens was very hard to push. The instructor tried to help the doctor to introduce the lens to the patient's eye but it was very difficult since the plunger was very hard to push forward. This resulted in scratches on the optic of the lens. The doctor intended to change the implanted lens, but in the end decided to leave it implanted since the scratch was small and was not in the visual axis.

Manufacturer narrative:
Product evaluation: the device was returned loose in the carton. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced to the end of the tip. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported "hard to push" could not be determined. No problem was found with the returned device. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to under fill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The lens was not returned. Reported lens damage could not be verified. The manufacturer internal reference number is: (B)(4).